Manufacturer narrative:
(B)(4). One lf5544 was received for evaluation. Visual inspection found the knife is trapped and contained within the jaws. The customer reported that then the jaws did not open. The reported condition was confirmed. The investigation found the jaws were stuck shut due to the knife is trapped and contained within the jaws. The knife did not extend or retract when the trigger was activated. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be user error. The IFU states: the IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/19/2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the device would not open after sealing and dissecting the patients ima. Tissue resection was performed to remove the device and both sides were sealed and tied. No unintended tissue was removed due to the device issue. The customer later reported that the issue required a change in procedure from laparoscopic to open.